Manufacturer narrative:
The device will not be returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device. The device will not be returned for evaluation.

Event description:
It was reported that during an orbital decompression procedure at the healthcare facility, a saber drill with a portmann chuck were plugged into the core console and the console read 50'000 rpm, but that the instructions for use for the portmann chuck stated: "do not operate the attachments at speeds greater than 15,000 rpm.". It was reported further that the surgeon used a bur and the bur was ejected out of the chuck, because it was used at 50'000 rpm, and the bur got seated in the tissue below the eye of the patient. It was also reported that there were no consequences for the patient, no medical intervention and no delay to the surgical procedure. It was further reported that a second decompression was not completed on the patient. Additional information is being requested from the healthcare facility.

Event description:
It was reported that during an orbital decompression procedure at the healthcare facility, a saber drill with a portmann chuck were plugged into the core console and the console read 50'000 rpm, but that the instructions for use for the portmann chuck stated: "do not operate the attachments at speeds greater than 15,000 rpm." It was reported further that the surgeon used a bur and the bur was ejected out of the chuck, because it was used at 50'000 rpm, and the bur got seated in the tissue below the eye of the patient. It was also reported that there were no consequences for the patient, no medical intervention and no delay to the surgical procedure. It was further reported that a second decompression was not completed on the patient. Additional information is being requested from the healthcare facility.

Manufacturer narrative:
Device not returned for evaluation at this time.